Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: when the blood in dialysate alarm occurs, the dialysate must be tested for the presence of blood, and the system alarm screen prompt must be answered to clear the alarm. Follow the alarm screen instructions to sample the effluent dialysate and test the sample as instructed by your center. The system will prevent treatment continuation in the event of the presence of blood in the dialysate. Outset technical support engineer (tse) reviewed the system log with the procedure date (B)(6) 2026 and confirmed instances of alarm_dialyzer_blood_leak. No console-related malfunctions or performance issues were identified. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
Biomed called to report a dialyzer blood leak during treatment. Registered nurse (rn) user reported that when alarm occurred, test strip was not used to confirm the blood leak as the nurse did not have any test strip with her. Alarm occurred twice, and there was a loss of 400ml blood. The patient is stable and there was no alleged malfunction of tablo.